Event description:
This lv lead was attempted at implant on (B)(6) 2016 due to placement difficulty, high thresholds and intermittent diaphragmatic stimulation. The physician was dr. (B)(6) at (B)(6) center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).